Event description:
It was reported "during a case, the snare was used and did not totally cut the polyp. A second cut was tried and the polyp still did not cut and the polyp stuck to the snare and unable to have polyp and snare separate, physician had to pull polyp loose. This caused bleeding and clipping of area was done." (Cat. #000476)

Manufacturer narrative:
Once the investigation has been completed, I will file a supplemental report.